Event description:
It was reported that the patient's active right atrial (ra) lead failed to capture upon interrogation. This prompted a chest x-ray, and it was confirmed that both the active ra lead and the inactive ra lead, which was previously capped on (B)(6) 2022, were found to be dislodged. The active ra lead was capped and replaced on (B)(6) 2025, while the inactive ra lead could not be extracted due to patient issues and eventually left capped in the patient. The patient's condition was unknown.